Manufacturer narrative:
Concomitant medical products:product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that they had a bilateral device that ran down the right side. If the patient put pressure on the right side of head or turned head to the right they experienced a tingling sensation on the right side of the head which had started occurring in (B)(6) 2015. The patient had an appointment scheduled for friday (B)(6) 2016. Impedance test was done on (B)(6) 2016 and results appeared to be normal. Patient had paresthesia on contralateral side of body when the extension/lead junction was palpated. They were able to recreate the event in the clinic. The patient had good symptom control otherwise. Patient was being referred to implanting physician for further consultation. Patient was going to be evaluated the week after (B)(6) 2016. Further follow up is being conducted to obtain further information diagnostics performed, troubleshooting, actions/interventions taken, outcome and cause. If additional information is received a supplemental report will be submitted.